Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the patient called sunmed for a replacement. Issue confirmed by hcp. Unknown if issue is resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Mdt rep reports patient (pt) said he has been having trouble for the last 2-3 years with his pt controller not staying charged and his ins not staying charged. Rep said the ins is currently not charged and the pt controller is not charged. Pt said he lost his pt controller and an mdt rep (who no longer worked for mdt) loaned the pt a 97745fa. Rep requested replacement pt controller. Technical services (ts) reviewed that the pt will need to go through sunmed for a lost controller replacement. Rep said that after pt gets a replacement controller from sunmed she will work with the pt to charge his ins.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745fa (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.